Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Device was first turned on in (B)(6) 2014. Implant was attempted in (B)(6) 2015. This was 14 months after the device was turned on and 17 months after manufacture date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was being prepared for implant, but the longevity indicated only 11 months remaining. Further investigation revealed implant detect triggered some time ago even thought it had not been implanted. The device was not used. No patient complications have been reported as a result of this event.